Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit saturation spring clip was broken. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.